Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had difficult time getting the battery cap to unscrew. The customer states they used a screwdriver to get it off and replaced the battery. The customer states they received failed battery test and realized they may have inserted old battery. The customer states they replaced the battery once more and the pump stopped working. The customer states the screen is black and flashing. The customer's blood glucose level at the time was 333mg/dl. The customer states they replaced the battery a third time and the pump came back up. The customer is being sent out replacement battery caps and was advised to monitor the device. The customer was advised to call back if issues persist.